Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2648988-2024-00041 for the accudrain ins8401 because the customer is not sure which device was in use: a facility reported that external ventricular drain (accudrain ins8401) was placed at the bedside for ivh and obstructive hydrocephalus, and shortly thereafter, blood was noted to be leaking from the device just ahead of the burette. Nursing and neurosurgery assessed the device and noted what appeared to be a crack at the connection site. The system was replaced and reconnected to the patient¿s evd without further leaking. The patient was stable at the time but subsequently died. The customer reported that the patient's demise is unrelated to the drain issue.

Manufacturer narrative:
The accudrain with anti-reflux valve (ins8401) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and no anomaly was reported during the manufacturing process that could be related to the reported condition. Failure analysis - upon visual inspection, it was found that the unit lot number is 7348743 and the catalog number was confirmed to be an ins8401 (accudrain with anti-reflux valve). Further inspection showed that the product¿s general appearance was good: no detached connections or obvious broken/cracked parts such as stopcocks. Since the complaint information clarified that a leak was observed ¿just ahead of the burette¿, special attention was provided to this area. It was observed that the bushing tubing that connects the green line tubing from the patient line to the burette top port was partially torn. Therefore, the reported condition was confirmed. Root cause - the most probable cause for the tube breakage is related to the operation involving the tube expander during product assembly. This tubing connection is assembled using a tube expander to insert the burette¿s top port into the bushing tubing. When interviewed, the operators showed knowledge in the operation and explained that the partial tear could be caused during the tube expansion. Awareness training was provided to all personnel of the external drainage systems (eds) assembly line to ensure that they know about the reported condition and investigation findings. This type of event is monitored and trended for recurrence; no other complaints have been issued related to the reported condition. No further action is required at the moment. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.